Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported patient burn could not be determined.

Manufacturer narrative:
Additional information: one ampere¿ rf ablation generator was received for analysis. Following successful power up, all connector ports were tested for functionality, numerous catheter codes were manually applied, various impedance and temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen. The generator was then tested in conjunction with a known good velocity system and rf energy output was measured during ablation testing and no anomalies were identified throughout investigation. Rf output was correctly displayed and measured over an extensive test period during confirming that the temperature guard feature functioned as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, root cause of the reported patient burn could not be conclusively determined as the returned ampere generator functioned as designed.

Event description:
During an atrial fibrillation ablation procedure a second degree patient burn occurred. Following the procedure a burn was located at the site of the disposable patient return electrode.